Event description:
It was reported that a rf wire was selected for use. Post procedure, the inner connect dilator was difficult to flush and thread. The device was replaced and the procedure was completed without patient complications.

Event description:
It was reported that a rf wire was selected for use. Post procedure, the inner connect dilator was difficult to flush and thread. The device was replaced and the procedure was completed without patient complications. It was further reported that it was difficult to push the guidewire thru the lumen of the inner dilator. It was as if the inner lumen was partially occluded. The dr said she met a-lot of resistance trying to pass the guidewire into the inner lumen.